Manufacturer narrative:
The investigation into the delivery/removal issue has been completed. The impella pump was returned for investigation. The issue was reproduced. The cause of the pump stuck in the introducer issue was an insufficient sheath inner diameter. The root cause of the sheath inner diameter issue was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. It was reported at the removal of the pump, the pump became stuck within the 13fr sheath. The medical team decided to pull the sheath and the catheter as one unit with no manual pressure until completely removed. The impella 2.5 and sheath were successfully removed with no patient injury reported.